Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of leaks past both o-rings on the reservoir. The customer's blood glucose reading was 337 mg/dl. The customer mentioned the event occurred during set change. The reservoir was returned for analysis.